Event description:
Acct reports 4-5 incidents of apparent inverted septums on injections sites. Has samples from two. States both incidents occurred on babies in the peds ICU. The injection sites are used on stopcocks. One incident occurred on a 2.5 kg baby with an arterial line. The injection site began leaking and "there was blood all over." Baby did not require a transfusion, but the incident created an unnecessary complication in a very ill child. The second incident occurred on a pediatric child but there was no medical intervention needed. The set was changed and is considered a nursing intervention. Although there were no lot numbers available with the actual samples, the lot numbers on the acct's shelves were si285882r and si274431r.